Manufacturer narrative:
A ge service representative performed an over the phone investigation. The high voltage to be changed by the hospital medtech. The customer canceled the service call.

Event description:
It was reported that the 9800 system would not fluoro during a case. No patient injury was reported.